Event description:
It was reported that the customer was found unresponsive and frothing at the mouth. It was reported that the customer's blood glucose was checked, and the reading was 51 mg/dl. It was reported that the customer was then treated by paramedics and taken to the hospital. It was also reported that adjustments were made to the customer's basal and bolus rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.